Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device has problem wit exposure. Upon functional test fse  found dcm power tray was defective. The field service engineer (fse) replaced dcm power tray. After replacement of dcm power tray , the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not do exposures. The system was in clinical use. No user or patient harm has been reported.